Event description:
It was reported that at a pacemaker check, a gradual increase in pacing thresholds was confirmed, and the device was not pacing. It was also noted that r waves had decreased both the lead and the device were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.